Event description:
It was reported a piston problem that rendered the device unusable. There was no reported reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event.